Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during a procedure the ipg stop communicating with the external devices. Troubleshooting was unable to resolve the issue. The ipg was not placed into surgery mode. As a result, ipg was replaced and connectivity restored.